Event description:
It was reported that there was t-wave oversensing (twos) by this implantable cardioverter defibrillator (ICD) on the right ventricular (rv) lead channel. This resulted in greater than two seconds of pacing inhibition, however, the patient's intrinsic conduction remained stable as this patient was not dependent on pacing. It was also noted that the r-wave amplitude had decreased. Technical services (ts) analyzed presenting electrogram (egm) provided troubleshooting options including reprogramming and recommended lead revision. Reprogramming was performed. The rv lead is a non-boston scientific product. No adverse patient effects were reported. Currently, this ICD remains in service.